Event description:
Eight months post dhs plate placement, pt returned to surgeons office without any complaints. X-rays revealed broken plate; pt underwent hardware replacement. Clinicians suspect pseudoarthrosis.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A complete device history record review was conducted and no nonconformance's were noted.